Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 17 mg/dl. Customer was treated with glucagon injections, and was discharged on (B)(6) 2020 with no permanent damage. Customer alleged the pump did not deliver insulin as intended. Reportedly the customer reverted to manual injections for insulin therapy.